Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto zero failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) confirmed with the customer that there was a logged 110b diagnostic code in the device error log. The rse informed the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 3rd and 4th proximal autozero solenoids, and then replace the da pcba. The customer requested the part number for both the solenoids and da pcba, so the rse provided them. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.